Event description:
It was reported that episodes of non-sustained rv oversensing due to post-pace t-wave oversensing were noted. Programming changes were made. The patient did not experience any symptoms due to malfunction. Dft and further actions will be discussed with the physician.